Event description:
It was reported that the patient received a patient notifier for non-sustained lead noise due to pvcs. Patient notifier was switched off. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.